Manufacturer narrative:
Supplemental report 10/14/2021: device evaluation of the monitor sn (B)(6) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. Monitor sn (B)(6) and electrode belt sn (B)(6) have not yet been recovered from the field for evaluation. The device was last downloaded on (B)(6) 2018 at 11:59:24 am prior to the reported time of the patient's death around 4:00 pm. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files indicated that the patient was receiving check therapy pad messages on (B)(6) 2019. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event upon start-up of the device. H.4 device manufacture dates: monitor: 06/15/2011. Electrode belt: 03/22/2013.

Event description:
A us distributor contact zoll to report that a patient had passed away on (B)(6) 2018 and was not wearing the lifevest. The patient was at the holiday inn desert club in las vegas nevada. It was reported on (B)(6) 2019 that the patient was receiving persistent check therapy pad messages and removed the lifevest due to the persistent alerts. The distributor had made the patient aware that she was unprotected and would be reaching out to check on and potentially replace the patient's equipment. Distributor's support services attempted to reach the patient on (B)(6) 2019 to schedule a visit to check on and potentially replace the patient's equipment. It was reported that the patient had passed away on (B)(6) 2019 around 4:00 pm. The patient's husband reported that the patient had kneeled over in his lap and the staff of the hotel grabbed an AED and shocked her at least twice before the paramedics arrived and shocked her once and took her to the hospital. It was reported that she had been without oxygen for too long and passed away on (B)(6) 2018.

Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field for evaluation. The device was last downloaded on (B)(6) 2018 at 11:59:24 am prior to the reported time of the patient's death around 4:00 pm. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files indicated that the patient was receiving check therapy pad messages on (B)(6) 2019 and (B)(6) 2019. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event upon start-up of the device. Device manufacture dates: monitor: 06/15/2011, electrode belt: 03/22/2013.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2018 and was not wearing the lifevest. The patient was at the (B)(6) in (B)(6). It was reported on (B)(6) 2019 that the patient was receiving persistent check therapy pad messages and removed the lifevest due to the persistent alerts. The distributor had made the patient aware that she was unprotected and would be reaching out to check on and potentially replace the patient's equipment. Distributor's support services attempted to reach the patient on (B)(6) 2019 to schedule a visit to check on and potentially replace the patient's equipment. It was reported that the patient had passed away on (B)(6) 2019 around 4:00 pm. The patient's husband reported that the patient had kneeled over in his lap and the staff of the hotel grabbed an AED and shocked her at least twice before the paramedics arrived and shocked her once and took her to the hospital. It was reported that she had been without oxygen for too long and passed away on (B)(6) 2018.